Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl reconstruction with meniscal repair procedure using a fast fix suture system, after t1 was implanted, the needle bent and t2 could not be deployed. T1 was removed from the patient using suction. The procedure was completed with a non significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. A piece of the suture has been cut off and returned with a longer piece of the suture attached to the t2. The t1 is missing. The needle is bent at 45 degree angle. The actuator is at the tip of the needle. A functional evaluation could not be done due to the needle being bent. An evaluation of the customer provided images showed a partial view of the device laying on the s+n box with the batch number of the complaint on the label. The straw/needle is bent. The second image shows a partial view of the device, the needle end. The straw/needle is bent. The t1 is off the needle and not visible. The t2 is on the suture but not on the needle. The t2/suture is curled around the straw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.